Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was found to have a cracked/damaged downstream occlusion (dso) seal, no cracked dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that the downstream occlusion (dso) sensor was cracking. This was discovered during routine maintenance checks. There was no patient involvement.